Event description:
The patient had his leads removed on (B)(6) 2014 due to lack of efficacy of stimulation. A surgical paddle for trial was placed to see if the patient could get better pain control and he did. The patient was now an in-patient at the hospital and they planned to internalize the surgical paddle and connect to the implantable neurostimulator (ins). As of (B)(6) 2014 the patient may have a possible infection. The patient has symptoms of fever and chills. They plan to do exploratory surgery first before internalizing the lead. The doctor thought they may want to replace the implantable neurostimulator (ins) while doing the lead revision, battery voltage was at 3.04v. It was further clarified that the patient had a new pain diagnosis develop that required placing the electrode in a different location; therefore; no event caused it, new indication. Reprogramming was needed after the new lead was placed. No other actions were taken to resolve the event. The existing battery was fine, no problems. It was then stated that an infection was confirmed and all implanted devices were removed, so the patient was not receiving therapy at this time. Additional information has been requested to find out the outcome of this event. If additional information is received, a follow up will be sent.

Manufacturer narrative:
Concomitant: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: 2010-(B)(6), product type lead. Product ID neu_unknown_lead, product type lead. Product ID 39565-65, serial# (B)(4), implanted: 2010-(B)(6), product type lead. Product ID neu_unknown_lead, product type lead. (B)(4).